Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician was in the process of implanting the patient with a new generator when the septum plug became detached from the generator and was lost. The physician also reported that the set-screw wasn't tightening prior to the septum plug becoming detached. It was confirmed that the septum plug was lost outside of the patient. The generator was received on 07/29/2016. Analysis has not been approved to date.

Event description:
Analysis was approved on 08/25/2016. The returned setscrew showed mechanical wear at the socket (suggesting numerous insertion attempts), but the socket was not stripped. The underneath side of the returned setscrew showed indention marks: suggesting a lead pin or test resistor was once secured by the setscrew and; the indention mark on the slanted edge of the setscrew suggests the setscrew caught the edge of the lead pin or test resistor. In addition, the returned setscrew showed mechanical wear on the threads. The mechanical wear on the returned setscrew threads (and based on the scratches / tool marks observed on the negative connector block) suggests re-insertion attempts of the returned setscrew. The negative connector block showed mechanical wear on the flat surface, at the edge before the threads. In addition, scratches and or tool marks (from an unknown source) were observed on the lead pin channel of the negative connector block, which is atypical to what is normally observed in the analysis lab. The septum was not returned for evaluation. The header septum cavity met specification requirements. Therefore, a root cause for the conditions could not be determined. A bench setscrew was inserted into the negative connector block and secured a bench in-line lead, which fully inserted into the generator header past the negative connector block (lab conditions). The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. The battery showed an ifi=no condition. Other than the mechanical wear and scratches/tool marks on the negative connector block, there were no performance or any other type of adverse condition found with the pulse generator.